Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the read/write/invalid memory error on station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer removed all cubie and reseated row board cable. The fse stated that customer is using other pyxis to find medications for patients, no harm or delay in medication, only delay was to go to another pyxis. The system functioned as intended after the field service engineer troubleshot the device.